Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. "High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019;13:614-626 [1] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019;10:751-755 [1] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019;21:155-158."

Event description:
It was reported by the patient's mother that they had a "pod insulin delivery failure" when bolusing for the patient's dinner after volleyball practice. The pod was changed and the rest of the patient's bolus was delivered. The patient then had low blood glucose levels. The patient's mother treated the patient with more cho and then a nasal inhaler and the emergency medical service (ems) was called. They treated with patient with an oral glucose that was administered in the ambulance. The patient was transported to the emergency room (ER). In the ER, the patient was treated with a carbohydrate (cho) and then placed on intravenous therapy with fluids (50 ml of dextrose.) The patient was released after the next day.